Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc221870e0. Model: sc-2218-70e. Serial: (B)(6). Batch: 7093309.

Event description:
It was reported via social media that the patient had a lead pull due to pain. Th explanted devices will not be returned, as they were discarded by the medical facility.